Manufacturer narrative:
The device has been received at conmed corporation on (B)(4) 2014; however, a direct evaluation of the actual device has not yet commenced. A supplemental report will be submitted on completion of the quality engineering investigation.

Event description:
It was reported, "the operator couldn't output the esu. After the surgery, the operator found that the tab was burnt and there was a hole on the tab of the ground pad. " it was also reported that there was no patient injury.

Manufacturer narrative:
Conmed macrolyte premie dispersive electrodes are designed for use with electrosurgical generators during electrosurgery and provide a path for rf energy produced at the active electrode to return to the generator. This dispersive electrode is intended for use on low-birth weight infants, weighing less than 5.0kg and should only be used by, or under the supervision of, a trained physician, in hospital and surgical centers where procedures using rf energies are performed. A review of the manufacturing documents from the DHR/lhr for lot 1306195 has verified the devices were produced according to current and approved procedures and material specifications. In process inspection & visual checks were performed to ensure proper production of the shipped devices. No obvious discrepancies were observed with the DHR/lhr documents. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. One (1) 440-2400 macrolyte was returned regarding a customer complaint stating that - "the operator couldn't output the esu. After the surgery, the operator found that the tab was burnt and there was a hole on the tab of the ground pad". No patient burn. One (1) used device was returned to conmed complaint center for investigation. The returned device was examined in the laboratory. The tab area of the pad was charred and a burn hole was observed on the back side of the foam. The in depth review of the wire/pad connection area indicates that the gel was in contact with the staple which could lead to corrosion. The corroded wire could lead to arcing during use. The complaint failure mode was confirmed during the examination. Also, the complaint failure mode was reproduced through a study protocol performed during the failure mode investigation. Similar complaints were received for the reported failure mode (see referenced medwatch reports below). Product containment action was performed through a ship-hold and risk to patient was addressed through a health hazard evaluation. A CAPA was initiated to address the root cause and corrective action plan. No further corrective action is recommended at this time. Conmed is considering this complaint closed. The following medwatch reports are all associated: 3007305485-2014-00041, 3007305485-2014-00042, 3007305485-2014-00043, 3007305485-2014-00044, 3007305485-2014-00045, and, 3007305485-2014-00046.